Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Performed visual inspection of the sensor plug and no failure modes were observed. The returned sensor was de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the measurement was within specification. The returned sensor was sent for further investigation. Visual inspection was performed on the returned de-cased sensors pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the measurement was within specification. The returned sensor was reprogrammed, a simvivo (simulation of the electrical signal produced by the sensor tail) test was performed and the returned sensor passed the simvivo test. No malfunction or product deficiency has been identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "replace sensor" message on the same day of applying the sensor and being unable to obtain readings. As a result, customer experienced hypoglycemia and symptoms described as sweating and confusion and was unable to self-treat requiring treatment of oral glucose by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "replace sensor" message on the same day of applying the sensor and being unable to obtain readings. As a result, customer experienced hypoglycemia and symptoms described as sweating and confusion and was unable to self-treat requiring treatment of oral glucose by her husband. There was no report of death or permanent impairment associated with this event.